Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Air leak inside of device was found. In addition, the following non-reportable malfunctions were found during the device evaluation: the cable, main board and rear panel showed signs of corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty electropneumatic valve. However, the specific cause of the faulty electropneumatic valve was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit had the sound of leaking gas. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device and the there were no reports of patient harm.